Event description:
It was reported that two stents were implanted. The first pixel stent was implanted in the target lesion located in the proximal lad, and the second pixel stent was implanted in the mid lad. Additionally, another company's stent was also implanted in the target lesion. Sat occured on january 20, 2006. Re-dilataion was performed with another company's balloon for the calcified lesion. Since the balloon did not dilatate enough, the size-up balloon catheter. No additional info was available.